Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump dso sensor was delaminated. Patient involvement unknown.

Manufacturer narrative:
A1 - a6, b5 - b7: updated. H6. Investigation codes: updated. Investigation summary: confirmed customer complaint of ¿dso sensor delamination¿ through visual inspection. Dso (downstream occlusion) seal was lifting. Replaced dso seal. Calibrated dso. Performed downstream occlusion test, unit passed test. Updated software to the latest version and reset to standard configuration. Performed pvt (performance verification testing) unit passed all test criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information was received from the customer. There was no patient involvement, and no patient harm/adverse event reported.